Manufacturer narrative:
Site dr. (B)(6), declined to provide patient information. Issue resolved at time of trouble-shooting during the procedure. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site medical engineer that while in a cranial procedure, their navigation system was unstable and became unresponsive immediately after microlink (maltivision) was used. Re-booting the navigation system restored normal function and there were no further issues. No further details regarding the behavior were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Device UDI not provided as this product is no longer manufactured. Product and device manufacture date updated to proper value.